Event description:
On (B)(6) 2014, it was reported that a hedstroem file separated and the doctor was going to attempt retrieval. However, on (B)(6) 2014 it was reported that the separated piece was not retrieved and was incorporated into the fill.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr (B)(6) attached) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803.